Manufacturer narrative:
Product complaint # (B)(4). Corrected b5 narrative: it was reported that a patient underwent a laparoscopic artificial anus creation procedure on (B)(6) 2024 suture was used. The needle had been detached from the suture from the cr case during the surgery. This occurred in five of the eight sutures in the case. It was a control release needle. No adverse patient consequences were reported. Additional information was requested. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a laparoscopic artificial anus creation procedure on (B)(6) 2024 fibrin sealant was used. The needle had been detached from the suture from the cr case during the surgery. This occurred in five of the eight sutures in the case. It was a control release needle. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.